Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she filled up her reservoir prior to going to sleep. When she woke up, her blood glucose was 400 mg/dl. Her current blood glucose is 217 mg/dl. The customer is not sure where the insulin went but said it did not go in her body. She does not see any insulin in the pump and states that there is no sign of a leak from the reservoir. The customer said that she has changed everything and that her blood glucose is now back to normal. The reservoir will be returning for analysis. The insulin pump will not be returning for analysis.